Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for non-malignant pain and chronic low back pain. The consumer reported that about a month ago the patient hit a table, the pump malfunctioned, and the patient overdosed. The patient went to the hospital and the pump was stopped. The patient was kept in the intensive care unit and was given "narco." The patient's hydrocodone was cut off because the doctor's reported that's why the patient overdosed on opioids. The patient's son reported that is not possible because the son used a machine to dispense the oral medicine at a certain time. It was reported that the pump had turned and nothing was going to be done about it unless the pump turned more. The patient wears a belt to try and make the pump more comfortable. The patient cries all the time because the pump is causing pain. The patient reported the pump site was swollen 3-6 inches. The pump turned more after the last 2-3 refills. It was reported that a nurse practitioner couldn't fill it at a refill due to this. No further complications were anticipated/reported.